Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total hip arthroplasty (tha) surgery, it was discovered that the battery reciprocator device was experiencing a problem with quick release engagement knob that was used to connect or assemble the saw blade on the reciprocating saw. It was reported that there was a five minute delay and a spare device was available for use. It was reported that the surgery was completed successfully. It was reported that the patient is doing fine. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the performance test (power was not constant when sawing into a piece of hard wood), electronic control unit wires insulations were broken and the electrical motor was worn. It was determined that this was due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.